Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they contacted to healthcare professional for high blood glucose level. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer¿s current blood glucose level was 200 mg/dl. Customer had symptoms such as nausea, weakness, tight chest. Customer was treated with insulin pump and injections. Customer did not allege for under delivering. Customer also experienced blood glucose level of 350 mg/dl with ketones. The insulin pump will not be returned for analysis.